Event description:
Two nurses changed the prismaflex st100 filter set. Claves were used to cap the catheter lumens while switching out the filter set. When the nurses when to attach the filter set, they used a blue plastic kelly clamp to loosen the claves and attach the filter set. Shortly after treatment with the new filter set, the nurses noticed blood on the pillow case. The prismaflex did not alarm as the leak was caught immediately. A small longitudinal crack was found on the tip of the catheter lumens. Treatment was stopped and the patient was reported to have a significant blood loss. A new catheter was placed and the patient did not require any other interventions.

Manufacturer narrative:
Investigation results: the investigation was done with provided but limited information. The described failure "small longitudinal crack found on the tip" is evaluated as "cracked connector". Based on provided information that "they used a blue plastic kelly clamp to loosen the claves" (connected to the connectors from the catheter) and they had used "chlorhexidine gluconate solution 2 percent tinted in 70 percent v/v isopropyl alcohol" the failure is most likely linked to a high force and chemical effect to the connector from the catheter. A technical investigation of the used sample could not be performed as the sample was discarded. Document and data investigation: in the last 5 years we produced approx. (B)(4) catheters from gdhk 11f catheter type with diftheter type with different length. The products are distributed worldwide. No complaint is known for the involved product type gamcath gdhk 11f (different length) with comparable problem "cracked connector". Device history root check: based on the unknown lot number an investigation was not possible. Root cause: the failure is most likely linked to a high force and chemical effect to the connector from the catheter. Within the operator's manual information is written that the "protection caps and tubing should be connected without applying excessive force. Over tighten from the catheter connection can crack luer connectors". Regarding the used alcoholic based disinfection a warning is given: "do not use alcohol-based solutions to disinfect, wash, swab or soak in the catheter. This can damage it. It is recommended to use a povidone iodine-based peroxide solution". A failure or malfunction from the catheter is highly unlikely.